Manufacturer narrative:
A review of the intraoperative event logs found that the system functioned normally and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: 0 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, fenestrated bipolar forceps, vessel sealer extend. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died a few days following a salpingo-oophorectomy. This patient had additional comorbidities including diabetes and obesity. Following the salipingo-oophorectomy, there were a number of complications including an abdominal wall hematoma, bowel obstruction, and necrotizing fasciitis which eventually led to resection of a portion of the abdominal wall. How each of these complications developed and the events that led to these complications is not provided. The patient was eventually transferred to another institution, underwent an additional procedure, and died on post operative day 3. The findings for this procedure were not reported. The cause of death was not reported. No allegation has been made about any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted salpingo-oophorectomy procedure.t he patient later developed complications that required additional surgery and subsequently expired. On pod 1, the patient developed an abdominal wall hematoma from the port site. On pod 2, a secondary laparotomy was performed for a high-level bowel perforation, during which necrotizing fasciitis was noted. On pod 3, the patient underwent an additional laparotomy; however, the specific indications and findings from this procedure were not provided. The patient was transferred to a tertiary care center for further management; however, the patient passed away on pod 3. It was reported that the majority of the abdominal wall was removed. Subsequent histopathology suggested that bowel movement may have caused avulsion of an adhesion involving the duodenum, likely related to a prior gastric sleeve procedure. The cause of death was not specified.